Manufacturer narrative:
As received, a complete lead was returned in two pieces. Lead impedance test could not be performed due to the as received damaged lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The reported event of high pacing lead impedance could not be confirmed.

Event description:
During a remote follow-up, an increase in pacing lead impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.